Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed signs of repeated use (nicked or gouged) with the post feature fractured off. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(4). The device is expected to be returned. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was discovered fractured by the hospital sterile processing department.